Event description:
A med watch uf/importer report # (B)(4) was received from the reporting facility on feb 23, 2010. A radiolucent skull clamp was involved in an incident during a pt procedure. The incident was described as follows: the pt was undergoing a craniotomy for the evacuation of a hematoma related to a brain aneurysm. He was positioned supine with his head positioned in the radiolucent mayfield frame using the "crown of thorns." The clamp was applied by the attending physician and adult pins were being used. No stereotaxy device was being used during this procedure. The surgery was completed without incident. Upon removal of the drapes, it was immediately noted that the arm of the mayfield frame that holds the pin bar had broken in half and part of the clamp had pushed into the pt's scalp causing a laceration. No sutures were required, but ointment was applied to the lacerated area. The pt was examined by the physician and there appeared to be no other injury. The pt died a few days later unrelated to the radiolucent skull clamp. His death was caused by the ruptured brain aneurysm and an intracranial bleed.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.